Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported they are experiencing gum irritation and bleeding and feels like their teeth are lose. Their dentist has expressed their concern about the patient's oral health. Provided tips and addressed mobility concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.